Manufacturer narrative:
The side rail panel partial detachment was observed by the arjo representative during quality check of the bed after returning from customer to arjo service center. The side rail mechanism was seriously damaged. The lower and upper arm (side rail assembly components) detached. No injury occurred. The review of post-market surveillance data and the investigation carried out revealed that the main factor which could lead to the side rail partial detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition described by the arjo service technician and the photo evidence provided. The side rail was mechanically damaged (lower arm pin was dislodged from its position, one upper arm disconnected causing the side rail panel was partially detached from the side rail mechanism). This malfunction was detected during the device evaluation. The instructions for use for citadel bed (830-213-en) include the following instruction: - "check operation of side rails" - this is a preventive maintenance activity to be performed daily by the caregiver. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached. There is no indication that the device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to the partial side rail detachment. No injury was reported. Date of event is the estimated date.

Event description:
The side rail panel partial detachment was observed by the arjo representative during quality check of the bed after returning from customer to arjo service center. The side rail mechanism was seriously damaged. The lower and upper arm (side rail assembly components) detached. It is unknown in which circumstances the side rail damage occurred. No injury occurred.